Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer was given intravenous d50 to treat. The customer experienced symptoms such as acting confused. The customer was wearing the insulin pump during the incident. The customer stated the pump was randomly pumping them full of insulin. Troubleshooting was completed but did not resolve the issue. The customer that this was the third such incident. The customer reported that static electricity had damaged a previous pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. Device was monitored for 1 day. Removed the test reservoir, the test reservoir volume matches the units remaining in the status screen. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.